Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and a constant limp. Update: 11/20/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of pain, metallosis, elevated ion levels, dislocation issues, and vertical cup. Records are available for further review. Dor: (B)(6) 2013. Update ad 13 apr 2018: pinnacle ppf and medical records received. In addition to what was previously alleged. Ppf alleges dislocation with open reduction and metal wear/ metallosis confirmed in medical records. After review of medical records for MDR reportability, the patient was revised to address painful left total hip replacement secondary to elevated metal ions, dislocation, vertical placement of cup, and inflammation. Operative notes reported there was a moderate amount of dark tinged fluid consistent with metallosis, a fair amount of metallosis debris around the cup and tissues. Doi: (B)(6) 2009; dor: (B)(6) 2013; left hip.